Manufacturer narrative:
Product analysis conclusion:dilator decontaminated with cidex-opa pending further device testing to support the final product analysis findings. Product tray wiped down with cidex-opa pending further inspection to support the final product analysis findings. The heli-fx guide dilator was returned in the heli-fx applier tray. The guide product tray was not provided for analysis. The reported missing component could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant limb (etlw1616c82e/ v31129932) was intended to be implanted during the endovascular treatment of a 73mm abdominal aortic aneurysm . Heli-fx endoanchors (0011558665) were also implanted prophylactically and it was noted the patient had short aortic neck (4- 10mm) . It was reported during the index procedure, when the packaging for the heli-fx was opened, it was noted that no guide ( 0011982463) was contained in the box and it was missing. A replacement heli-fx guide (0011706504) was then utilized. It was confirmed there was no damage noted to the packaging prior to opening the guide and the box was sealed when taken from the trunk. The procedure then continued , one endoanchor (0011558665) broke in half when it was coming out of the applier but the case was able to be successfully completed with the implant of the remaining endoanchors. The broken endoanchor did not come in contact with the patient. A endurant limb which was intended to be used was not used as it was noted to be too short. A longer limb was then implanted successfully. There was no issue with the specifications of the limb itself. Per the physician the cause of the incorrect sizing of the endurant limb was due to anatomical reasons specifically the angulation of the iliac artery. The cause of the missing heli-fx guide and broken endoanchor are undetermined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.